Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t: slim g4 user guide states, "always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery."

Event description:
It was reported that the pump date was inaccurate. Reportedly, the date was "off by 1 hour". Reportedly, the customer did not set the pump time correctly when initially setting up the pump. Tandem technical support guided the customer through adjusting the pump date. Customer's blood glucose lever was 562 mg/dl. Reportedly, the customer too a manual injections to address elevated bg levels.